Event description:
Reportable based on analysis approved on (B)(4) 2013. It was reported that crossing difficulty was encountered. The 83% stenosed and "diffused" target lesion was located in a severely calcified and severely tortuous distal left anterior descending artery. Predilation was performed using a non-bsc balloon catheter. A 4.00x38mm promus element plus drug-eluting stent was then selected and advanced to treat the target lesion but was unable to cross. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual examination of the returned device identified that the hypotube was kinked at two locations. The first kink was located at approximately 5cm distal to the strain relief and the second kink was located at 10cm from the strain relief. The stent was damaged. Struts on the sixth and seventh most proximal rows were lifted and pushed distally. An examination of the tip identified no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).